Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) one-link needle-free IV connectors were unable to be cleared during patient use. Blood remained in the case and could not be flushed completely. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed with the naked eye and no issues were noted. Further physical testing could not be performed as the actual device was not returned. The reported condition was could not be verified. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.